Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced high resolution stereo viewer (hrsv) to resolve the issue. The system was verified and ready to use. Isi has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the right eye display on the console went out again during a procedure, and the procedure was completed using one eye without power cycling the system. The tse reviewed the logs and verified a single 119 error related to high resolution stereo viewer (hrsv) voltage. The procedure was completed with no reported injury.